Event description:
Facility reported a gross rupture of a dialyzer on its 42nd use. Ebl>100cc. There was no pt injury reported. Treatment was resumed using a new dialyzer without incident. The sample was discarded by the clinic.